Manufacturer narrative:
Retained testing was performed on lot# hcg0070184 with an expiration date of 06/2013. Controls: 20iu/ml hcg urine control lot: hcg110216-01; 100miu/ml hcg urine control lot: hcg110307-01; 260.1iu/ml hcg urine control lot: hcg110218-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 260.1iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the customer's result was not replicated and the product performed as expected meeting qc specifications. Investigation of returned product is pending.

Event description:
A (B)(6) pt presented for well-woman check-up. Three home pregnancy tests resulted as positive. Pt obtained one false negative urine hcg. Quantitative serum hcg result: 108 miu/ml. Last menstrual period was on (B)(6) 2011 for a (B)(6) duration.